Event description:
It was reported that premature device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured four (4) times while the physician attempted to adjust the position of the device. The closure device was deployed a fifth time in the laa. While checking release criteria it was noted that the closure device had become detached from the core wire of the wds. The physician made the decision to leave the closure device implanted in the laa in the current position. The procedure was ended with the device implanted in the laa of the patient. The patient did not experience any complications from this event and is expected to make a full recovery from the procedure.